Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4). Choi, n. H., kim, b. Y., bo, b. H. H., & victoroff, b. N. (2014). Suture versus fast-fix all-inside meniscus repair at time of anterior cruciate ligament reconstruction. Arthroscopy: the journal of arthroscopic & related surgery, 30(10), 1280-1286. Doi: 10.1016/j.arthro.2014.05.023.

Event description:
It was reported that on literature review "suture versus fast-fix all-inside meniscus repair at time of anterior cruciate ligament reconstruction¿; after surgery with a "fast fix" a patient had asymptomatic unhealed meniscus requiring revision with suture.